Manufacturer narrative:
Per (B)(4) initial report. Additional information, including, confirmation of the primary surgery date as the reporter stated (B)(6) 2023, however, on the ops portal it states primary surgery date as (B)(6) 2023, patient weight, activity level and medical history, post primary and pre-revision x-rays, operative notes (primary and revision), whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, what the patient was doing at the time of the dislocation, what was implanted at the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the missing lot codes, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the stem, ecima liner and biolox delta ceramic head after approximately 1 year and 10 months due to dislocation.

Event description:
Metafix / trinity revision of the stem, ecima liner and biolox delta ceramic head after approximately 1 year and 10 months due to dislocation.

Manufacturer narrative:
Per (B)(4) final report. Additional information, including, confirmation of the primary surgery date as the reporter stated (B)(6) 2023, however, on the ops portal it states primary surgery date as (B)(6) 2023, patient weight, activity level and medical history, post primary and pre revision x-rays, operative notes (primary and revision), whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, what the patient was doing at the time of the dislocation, what was implanted at the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, however, not all information could be provided and thus the scope of the investigation was limited. The surgeon stated that the patient fell in the bath resulting in dislocation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported dislocation. Based on the above, no further investigation can be conducted and the root cause has been concluded to be a result of the patient fall and not linked to the device design or performance. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.